Event description:
The customer reported the ventilator alarmed due to a data acquisition pcba adc reference failure. The customer reported there was no patient involvement. The facility biomedical engineer determined the data acquisition pcb to motor controller pcb cable was not fully seated into the socket on one end.